Event description:
Pt calls to report that in 1999, she had to have a pain pump implanted because she was in a mva. In 2002, pt sates that the device displayed a low battery alarm and she went to the hospital to have the pump replaced and the service rep did not show up the day of surgery and the doctor cancelled the surgery and discharged her. Six to eight months later, pt states that she found a doctor who would replace the pump, but not maintain it. Pt had implant removed and replaced and states that it was filled with saline only. In 2004, pt states that she found a doctor who would maintain the pump; however, she could no longer afford the medication because of medicaid issues and was required to pay out of pocket. Twenty three days after her last treatment, pt states that the pump was "dry pumping" and that she experienced, body temp. Changes, pain, headaches, vomiting, nausea and had to have nerve blocks. She states that at one time, she could not breathe because of an allergic reaction and had to have home nursing to care for her. In 2007, implant was replaced.